Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes that tubes are underfilling. There was no health impact or consequences reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes. D.4. Returned to manufacturer on: 2024-feb-21. H.6. Investigation summary: bd received(B)(4) samples for investigation. The samples and retention samples were visually inspected with no issues identified. Additionally, the customer returned samples and (B)(4) retention samples were functionally evaluated and all tubes performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes that tubes are underfilling. There was no health impact or consequences reported.